Event description:
It was reported that the physician was attempting to use a 3.0mm diameter x 30mm length resolute integrity (rx) drug-eluting stent to treat a lad lesion with 80% stenosis, moderate calcification and moderate vessel tortuosity. Lesion pre-dilation was performed with a 2.5mm diameter x 15mm length sprinter balloon. It was reported that the device failed to cross the lesion and upon removal it was noted that the struts of the stent were lifted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (moderate tortuosity, 80% stenosis and moderate calcification). (No device received for evaluation). Inherent risk of procedure (stent damage, failure to deliver the stent). No results available since no evaluation was performed. Evaluation conclusion: device failure related to patient condition (moderate tortuosity, 80% stenosis and moderate calcification). Known inherent risk of a procedure (stent damage, failure to deliver the stent). Unable to confirm complaint. (B)(4).